Event description:
Pt was scheduled for 3 hr, 45 min hemodialysis treatment. Treatment was terminated 20 minutes early due to clotting in the extracorporeal circuit. Blood volume in the venous portion of the tubing and dialyzer were discarded resulting in ebl=172cc. This pt runs on minimal heparinization. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.